Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that a lead integrity alert (lia) was triggered by the right ventricular (rv) lead due to oversensing with elevated sensing integrity counter (sic) and high rate non-sustained (hr-ns) episodes. The rv lead was found to have high and varying impedances. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.